Event description:
It was reported that the customer had a blood glucose level of 25 mg/dl. The customer stated she did not receive any alerts about her low blood glucose level since her sensor glucose level was 108 mg/dl. Standard troubleshooting was performed. The customer was sent a replacement sensor. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.